Event description:
It was reported the epg (external pulse generator) and the patient cable were connected to the patient. A pacing failure was found with electrocardiogram monitor. The patient cable was exchanged. Then the patient's ventricle capture was started. The patient cable was checked by the clinical engineer of the hospital, and it was confirmed that the patient cable conducting wire was fractured. The patient cable was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) covering material torn at 77 cm from lead connector.